Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, and upon examination, an infection was also suspected. Physician removed the entire inspire system and prescribed antibiotics after the procedure was completed.